Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited low impedance. High thresholds was also noted on the rv lead. The rv lead was capped and replaced. The ra lead was inactivated due to chronic atrial fibrillation. No further patient complications have been reported as a result of this event.